Event description:
During a remote follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. The cause of the event is due to suspected rv lead damage. No known intervention has been performed. The patient was stable and will continue to be monitored.